Event description:
It was reported via repair work order that the head end side rail timing link was broken. It was further reported that the motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.